Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the programmer booted up to a system error. Analysis also found the usb (universal serial bus) port was broken on the mpu (main processor unit) printed circuit board assembly. (B)(4).

Event description:
The programmer was returned to the manufacturer for function check and calibration, analyzed, and tested out of specification. No patient complications were reported as a result of this event.